Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving one euphora rx balloon catheter a balloon burst/rupture occurred during balloon inflation. It was noted that the balloon was not over inflated. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information: the burst occurred on the first inflation before it reached 8atm. After the balloon ruptured, the balloon was removed. The procedure was stopped and no other interventions were needed. The lesion being treated was in the right anterior tibialis. The device was inspected prior to use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. The lesion was not pre-dilated. Resistance was not noted while advancing the device to the lesion and no extra force was applied during insertion/advancement of the device. The device was not moved or repositioned in the lesion prior to the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.